Event description:
It was reported that during preventive maintenance, user advisory 7 (discrepancy between load 1 and load 2 too large) was indicated. Patient was not involved. No other information was provided.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete.